Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pelvic pain"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("she was pregnant.") And genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding") in a 29-year-old female patient who had essure (ess205) (batch no. 30578 invalid, 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2008, (B)(6) 2011 (B)(6) 2007). Previously administered products included for an unreported indication: birth control pill, cipro and nuva ring. Concurrent conditions included swelling of tongue. Concomitant products included diazepam (valium), ferrous sulfate and ketorolac tromethamine (toradol). In june 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure (ess205) inserted. In august 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), menstruation irregular ("did not have regular menses"), sexual dysfunction ("nor could she have sexual intercourse") and uterine cervical pain ("cervix pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, menstruation irregular and sexual dysfunction outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and uterine cervical pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, sexual dysfunction, uterine cervical pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff's symptoms have resolved, though some remain. Diagnostic results: hysterosalpingogram: essure confirmation test done. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she was forced to undergo surgeries to remove essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pelvic pain"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("she was pregnant.") And genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding") in a female patient who had essure (ess205) (batch no. 30578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (08jun2008, 13apr2011 18feb2007). Previously administered products included for an unreported indication: nuva ring and birth control pill. Concurrent conditions included swelling of tongue. Concomitant products included diazepam (valium), ferrous sulfate and ketorolac tromethamine (toradol). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), menstruation irregular ("did not have regular menses"), sexual dysfunction ("nor could she have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine cervical pain ("cervix pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on 6-oct-2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, menstruation irregular and sexual dysfunction outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and uterine cervical pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, sexual dysfunction, uterine cervical pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff's symptoms have resolved, though some remain. Diagnostic results: hysterosalpingogram: essure confirmation test done. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia,cervix pain are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pelvic pain"), pregnancy with contraceptive device ("she was pregnant.") And genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), menstruation irregular ("did not have regular menses") and sexual dysfunction ("nor could she have sexual intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the (B)(6) trimesters of pregnancy. The patient was treated with surgery (she was forced to undergo surgeries to remove essure coils/ total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, menstruation irregular and sexual dysfunction outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstruation irregular, pelvic pain, pregnancy with contraceptive device, sexual dysfunction and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff's symptoms have resolved, though some remain. Most recent follow-up information incorporated above includes: on 22-sep-2017: fup/ summons: event did not have regular menses nor could she have sexual intercourse and pregnancy on essure added and event severe pelvic pain and abnormal bleeding was cubled with pelvic pain and heavy abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.